Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. It was also reported that a cartridge change error occurred and a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin. Customer was able to load a new cartridge and resume insulin delivery. Customer¿s blood glucose level was 362 - 404 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.